Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that while the physician was balloon moulding the ipsilateral limb of the main body stent graft, the balloon was over inflated causing dissection of the right limb and extravasation. A non-medtronic stent was implanted to cover the right hypogastric artery at the distal end of the ipsilateral limb, to cover the dissection and stop the bleeding. The proximal end of the non-mdt stent was post dilated using a 14 mm balloon to seal and extend into the main body of the endurant ipsilateral limb. The procedure was completed with no sign of an endoleak. Later that day, the patient's limb became occluded with diminished pulses due to the implanted non-mdt stent graft dead ending into the tortuous external iliac . A mechanical thrombectomy was performed with a non-medtronic catheter to remove the majority of the clot and another manufactures stent graft was placed within the previously implanted non medtronic stent graft down the external iliac. The endurant ipsilateral limb was then relined using another endurant limb to trap any remaining clot in the limb. The final angiography showed no abnormalities and the patient had good pulses. As per the physician, the cause of the event was user error. No additional clinical sequela were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.